Event description:
It was reported that pump displayed malfunction message caused by software error, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction message appeared again, and there was no plan to return device or replace pump.